Manufacturer narrative:
An evaluation of the lights was completed and the paint on the light head was noted to be chipped. Further analysis is ongoing to determine the root cause and will be included in a final report.

Event description:
Trumpf medical was informed by a customer that paint from the surface of their surgical lights was chipping with risk of falling off. No injury reported.

Manufacturer narrative:
The affected device was replaced at the facility. The returned, defective parts were investigated and evaluated. Our investigation has identified steps in the manufacturing process which combined with non-approved cleaners can lead to the paint chipping. The damage to the painted surfaces usually does not develop suddenly, but develops over time. The instructions for use state that the devices must be checked for proper condition prior to each use. Damaged devices must not be used. If damage to the surface coating is recognized and removed, there is no danger to the patient. The surface coating process will be updated to include additional testing and verification.